Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that the patient is experiencing pain in the distal penile shaft when he pumps up his inflatable penile prosthesis (ipp) lgx to the point he doesn't want to activate the device. It was added that the patient is not tender and there are no signs of infection. The device is in a good position and cycles normally. The sales representative provide advice to have the patient to take an advil and cycle his device 2-3 times a day. Should additional information be received a supplemental report will be submitted.